Manufacturer narrative:
Related regulatory report number: 3004747232-2023-00135. Csi ID: (B)(4).

Event description:
A sapphire nc plus coronary dilatation catheter was used to predilate a vessel prior to use with a diamondback 360 coronary orbital atherectomy device (oad) to treat a complex lesion. Treatment was able to be successfully completed, however, a perforation occurred. The perforation was treated with balloon tamponade and a stent. The patient was in stable condition.